Event description:
The customer is requesting a report on the paging of the alarms from pic through emergin following a pt death.

Manufacturer narrative:
(B)(4). The customer is requesting a report on the paging of the alarms from pic through emergin following a pt death. Philips is in the process of obtaining additional info concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.